Event description:
Early, rapid, unexpected battery depletion of an ICD. Battery voltage reached eri on (B)(6) 2012. Last month had longevity of 5.3 years. Last charge time to 40 j was 10.0 seconds on (B)(6) 2012. Call placed to st. Jude medical technical support and they are looking into it. Received alert transmission on (B)(6) and had patient send manual transmission on (B)(6) to re-confirm reading and it is the same information. Pt informed of results. He is waiting to hear what technical support recommends.